Event description:
It was reported that during device changeout the patient's right ventricular (rv) lead had intermittent loss of capture. Additionally, the rv lead had oversensing and loss of capture when the physician slightly manipulated or jiggled it. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5592-45 lead, implanted: (B)(6) 2001. (B)(4).